Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: according to the information received, it was reported that atruespan meniscal repair system peek 12 degree broke during an knee arthroscopy. Another truespan was opened to complete procedure. The complaint device was received and evaluated. Upon visual inspection, it was observed that the needle was broken from the shaft. The implants and suture were not received along with the needle. This complaint can be confirmed. A manufacturing record evaluation was performed for the finished device lot number: 6l63259, and no nonconformances were identified. No information was provided on how or when the failure has occurred. The possible root cause for the needle damage can be attributed when the needle was inside the joint and when the needle tip was maneuver to desired location for optimal approximation, it was leveraged, therefore causing stress and a mechanical deformation which can caused to breaking. However, it cannot be conclusively affirmed. As per IFU, for the needle insertion, it is necessary use a calibrated probe, measure the width of the meniscal tissue to help insert into the joint. Set the adjustable depth stop to minimize tissue penetration depth. Also, during needle insertion use a malleable graft retractor or slotted cannula to prevent the needle from catching on or damaging tissue. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by the affiliate in austria that during a knee arthroscopy procedure on an unknown date, it was observed that a truespan meniscal repair system peek 12 degree device broke. There were no fragments generated. Another like device was opened to complete procedure without surgical delay. There were no adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional information: b5: subsequent follow-up with the customer, additional information was received. It was reported that the event occurred during a knee arthroscopy procedure. There were no fragments generated. The event description has been updated to reflect the additional information.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the affiliate in austria that during an unknown procedure on an unknown date, it was observed that a truespan meniscal repair system peek 12 degree device broke. Another like device was opened to complete procedure without surgical delay. There were no adverse patient consequences reported. No additional information was provided.